Event description:
It was reported that the device was in use with patient for infusion. The reporter stated the patient received a high pressure alarm from this pump and his back up pump. Patient reported the alarm resolved shortly without any additional troubleshooting. Reporter stated he checked for blockages or kinks in the tubing and didn't find any. The distributor (pharmacy) sent two replacement devices to patient. No adverse effects reported.